Event description:
Christensen implants both sides. Right one broke. Had it replaced 6 years later with a christensen like implant. Having problems with both sides. Pain, swelling, infections; limited opening.